Manufacturer narrative:
(B)(4). The field service representative (fsr) verified that the epgs was unable to calibrate. He installed a loaner and returned the suspect device to the manufacturer for evaluation. During laboratory analysis, the product surveillance technician (pst) found that the epgs would not calibrate due to an defective oxygen (o2) sensor. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) was unable to calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.